Event description:
The customer called stating, she was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime and self tests. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.